Event description:
According to the reporter, during an open gastrectomy procedure, the device and three loading unit had a poor staple formation resulting to an active bleeding. The surgeon has the custom of placing a bandage over the staple resection site. After two hours passed, he found that the compress was too bloody. The surgeon then had to over sew the patient in order to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both loading units were received fully applied and both interlocks were engaged. The first loading unit noted damage to the knife blade. No damage was noted to the knife blade of the second loading unit. Both loading units were reset and loaded with staples from test single use loading unit (sulus). Both sulus were then loaded into the returned device. Both sulus and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, there loading unit had a poor staple formation resulting in an active bleeding after two hours at the place where the stapler was used. The surgeon then had to over sew the patient in order to resolve the issue.